Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The catheter was found to have a hole in the balloon.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a thermal ablation on (B)(6) 2011. During the therapy, a gradual loss of pressure was noted. The procedure was aborted. When the physician checked the balloon, a hole was noted. There were no adverse patient consequences.